Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to bacteremia. The patient had a do not resuscitate (dnr) in place prior to the procedure. With simple manual traction, the ra lead was successfully removed. A spectranetics lld ez lead locking device (lld ez) was inserted into the rv lead to provide traction. Beginning with a spectranetics 14f glidelight laser sheath, minimal lasing occurred when the rv lead freed; however, the patient's blood pressure dropped immediately, and an rv perforation was suspected. Rescue efforts began, including pericardiocentesis and medications to increase blood pressure. However, the heart ceased beating, and the patient died during the procedure. This report captures the lld ez providing traction to the rv lead when the suspected perforation occurred, requiring intervention but resulting in death. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
H3): the device was discarded, thus no investigation could be completed. H6): cardiac perforation and death are known risks of complication with use of the lld. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
Section d4: correction: the UDI# has been corrected to (B)(4). Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.